Manufacturer narrative:
Correction. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that their healthcare professional (hcp) thought that the patient may have had a urinary tract infection (uti) since (B)(6) of 2017, about 5 days ago, so they wanted to check the patient¿s implantable neurostimulator (ins). The patient noted that their hcp checked their urine the day before report and they were waiting on the results, an infection was not confirmed at the time of report. The patient stated that their blood pressure had been high for the past 5 days and noted that a blood test showed that their white blood count was up. The patient stated that the past weekend they noticed that they were not going to the bathroom as much. The patient verified that stimulation was on and set to an amplitude of 1.2. The patient noted that an antibiotic was given to them in (B)(6) of 2017 that put them into a coma for 3 days and that they could not remember anything. The patient reported that they fell and laid there for 19 hours in (B)(6) of 2017. The patient stated that they could not walk so they were admitted to a rehabilitation facility. The patient noted that they had an appointment with their primary care physician the day after report and would touch base with their therapy hcp as well. No further complications were reported or were expected.